Manufacturer narrative:
A 130-050xa battery pack was received for evaluation. An inspection of the returned battery confirmed the date of manufacturing as 15/apr/2018, and no signs of physical damage or any other defects were identified. The battery was inserted into a test pump which displayed the battery was fully charged. The pump was subjected to a 3 hour infusion at a rate of 1200ml/h in accordance with the battery run time test in the technical service manual which reduced the battery level to 70%. The pump was then put on charge for an hour which fully charged the returned battery. From the evaluation undertaken no fault was identified with the returned battery. It is possible that there may be a fault with the pump or the charger the battery was being used with; however as these were not returned it is not possible to confirm this. A review of the customer feedback database did not identify any other reports of bodyguard batteries not charging. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The reported feedback suggests that there is a faulty battery pack.